Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The likely cause of the peritonitis is possibly due to reconnection after disconnection of the transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: it was reported that the issue occurred in (B)(6) 2025. E1: initial reporter postal code: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection of the transfer set from the titanium adapter. It was further reported the transfer set "disconnects from all connections and fell off". It was reported that the patient "inserted it back and continued to use it". The patient developed peritonitis. It was reported that the patient is under treatment with unspecified antibiotics for three weeks and is ongoing. There was no report of hospitalization. It was reported that on an unspecified date, the transfer set was replaced. The titanium adapter was not replaced. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.